Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Patient's novopen 4 dose counter back rapidly to zero [device malfunction]. Did not inject the exact adjusted dose of 40 iu due to technical issue [device delivery system issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycaemia (hyperglycaemia)" with an unspecified onset date, "patient's novopen 4 dose counter back rapidly to zero(device component malfunction)" with an unspecified onset date, "did not inject the exact adjusted dose of 40 iu due to technical issue(inaccurate delivery by device)" with an unspecified onset date, and concerned a 66 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 50 iu, qd (40 iu/morning and 10 iu/night), subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus". Patient's height: 153 cm. Patient's weight: 62 kg. Patient's body mass index (bmi): 26.48553970. Current condition: diabetes mellitus (type not reported, patient diabetic 30 years ago). Historical drug- used anti diabetic tablets and were not effective it was reported that patient is not suffering from other chronic diseases and does not have concomitant medications. On an unknown date (2 days before, from the date of reporting), patient's fasting blood glucose level was 400 mg/dl and the 2h post prandial blood glucose level was 550 mg/dl and the novopen 4 dose counter back rapidly to zero making patient suspect that the pen did not inject the exact adjusted dose of 40 iu which caused hyperglycaemia. The next day when the syringe was used instead of the novopen 4 to inject the doses, patient's fasting blood glucose came down to 110 mg/dl and 2h post prandial blood glucose level became 140 mg/dl as normal ranges. Reporter's causality was unlikely for mixtard 30 penfill and probable to the technical issue within the novopen 4. Pen training was not offered as reporter confirmed that the pen injected the insulin but not accurately, so needle's cap trial was offered, but neither novofine needle nor insulin penfill were available with the reporter. Batch number for novopen 4 and mixtard 30 hm penfill were requested. Action taken to novopen 4 was reported as other. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycaemia (hyperglycaemia)" was recovered. The outcome for the event "patient's novopen 4 dose counter back rapidly to zero (device component malfunction)" was not reported. The outcome for the event "did not inject the exact adjusted dose of 40 iu due to technical issue (inaccurate delivery by device)" was not reported. Reporter comment: mixtard 30 started 30 years ago. Non valid batch number - vv40334 of novopen 4.

Event description:
Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "patient's novopen 4 dose counter back rapidly to zero(device component malfunction)" with an unspecified onset date, "did not inject the exact adjusted dose of 40 iu due to technical issue(inaccurate delivery by device)" with an unspecified onset date, and concerned a 66 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human) from unknown start date and ongoing for "diabetes mellitus". Investigational result: name: novopen 4, batch number: vv40334 (non valid). The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission case was updated wth the following: investigational result updated. Imdrf code added. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: eg-novoprod-981965. Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: on 07-feb-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name: novopen 4, batch number: vv40334 (non valid) the product was not returned for examination. If possible, please forward the reported product(s) for further investigations.